Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported pericardial effusion was unable to be determined. The reported patient effect of pericardial effusion, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was the result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a.

Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4. A mitraclip xtw (50923a1014) was inserted and deployed. However, after the clip was deployed and the clip delivery system (cds) was removed, a pericardial effusion was observed. A second clip, a mitraclip xt was then inserted and deployed, reducing mr to a grade of 1. However, after the second clip was deployed and the steerable guide catheter (sgc) (51002r1100) was removed, the pericardial effusion was observed to be much larger. To treat the pericardial effusion, pericardiocentesis was performed. It was noted that greater than 600ml of blood was removed out of the pericardial space. The procedure was completed, and the patient was reported to be stable. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.